Event description:
It was reported an angio-seal was deployed successfully. The following day, the pt was reporting leg pain and a hematoma had also formed at the puncture site. The hematoma was approx 15-20 cm in length and it was too painful for the pt to have a femostop placed. The pt's stay in the hosp was extended due to this event. The pt was later discharged with no further complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the punctures site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.